Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believes the pump battery is depleting quickly. The pump had been charged to 100% the night before and during the call the battery gauge was at 90%. This battery depletion was determined to be within expected parameters. Customer was unable to provide specific dates or parameters of battery depletion. It was also reported that the customer's blood glucose level consistently elevates following site change (527-500 mg/dl). The suspected cause of the elevated bg level was air bubbles. During system check with tandem technical support the customer noted air bubbles present. Manual injection was administered to address elevated bg level. The customer declined further troubleshooting for the reported issues.